Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after intubation of the patient, it was noticed that the cuff of the device was punctured. Thus, it was necessary to change the tube. Follow up is not relevant because further information cannot be provided.